Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 12-mar-2015 no response was obtained after follow-up attempts. Case closed. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the procedure one device did not detach and was wheeled back a second time; it would not detach and unraveled. For the second device the micro insert did not detach and it was pulled back twice and the green tubing was still in the patient and unraveled. These events, interpreted as device deployment issue, handling error and breakage were considered non-serious and are listed according to essure's reference safety information. Event device breakage was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported. In this particular case, as the reported device deployment issue and breakage occurred during essure insertion, their causal relationship with the suspect insert cannot be excluded. Regarding the reported handling errors (device unraveled), given their nature they were considered as unrelated to essure. This case was regarded as other reportable incident due to device malfunction (breakage). The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of a detachment difficulty and device breakage events during the procedure are anticipated events. The technical assessment concluded unconfirmed quality defect. Follow-up information is not expected.

Event description:
This is a spontaneous case report received from a other in united states on (B)(4) 2014 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. It was reported that one device did not detach and was wheeled back a second time; and would not detach and unraveled. The second device the micro insert did not detach and was pulled back twice and the green tubing was still in the patient and unraveled. Consumer had bilateral essure placement. Follow up (B)(4) 2014: ptc investigation results provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty and device breakage events during the procedure are anticipated events. Final risk classification: risk category IV. Medical assessment: this ptc was initiated due to a product quality issue. In addition, the ae case refers to a usability issue. However, at this point in time no adverse events have been reported. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and during the procedure one device did not detach and was wheeled back a second time; it would not detach and unraveled. For the second device the micro insert did not detach and it was pulled back twice and the green tubing was still in the patient and unraveled. These events, interpreted as device deployment issue, handling error and breakage were considered non-serious and are listed according to essure's reference safety information. Event device breakage was considered listed upon receipt of the product technical analysis. Single cases of essure breakage have been reported. In this particular case, as the reported device deployment issue and breakage occurred during essure insertion, their causal relationship with the suspect insert cannot be excluded. Regarding the reported handling errors (device unraveled), given their nature, they were considered as unrelated to essure. This case was regarded as other reportable incident due to device malfunction (breakage). The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the possibility of a detachment difficulty and device breakage events during the procedure are anticipated events. The technical assessment concluded unconfirmed quality defect. Follow-up information is being sought.